Event description:
It was reported that during the positioning phase of the leadless implantable pulse generator (ipg) within the right ventricle, the patient developed sudden onset asystole. Immediate advanced cardiac life support (acls) protocols were initiated by the resuscitation team. Despite prompt and sustained resuscitative efforts, there was no return of spontaneous circulation. The patient was pronounced deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.